Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU rev. C is currently available. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death was not provided but was not device related. The customer reported that no additional information could be provided.